Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that the micropore-surgical tape 1x10yds irritates his skin and makes it red. They still use this tape, but not on his skin. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).